Event description:
Caller reported the up button on the pump does not work properly. It had to be pushed multiple times to get it to register. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.